Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had bent and failed to be retracted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.